Event description:
Reporter indicated that patient's generator was explanted because it had "dislodged from pocket". Investigation to date has been unable to determine whether the device protruded through the skin or migrated.